Manufacturer narrative:
One used sample and 38 unused samples of the same lot were returned for evaluation. Visual inspection of the one used sample revealed the plug to be removed from the body of the stopcock. Further inspection found the plug had been turned past the intended stop location. The tabs that stop the plug were violated, resulting in the plug to come out. This failure can only occur when the user is present and actively turning the plug passed the designed stop. The user appeared to have been using the 3-way stopcock as a 4-way stopcock. No failure of the device was found.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the valve to direct flow broke off. No injury to patient or clinician resulted from this event.